Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pacemaker was found to be oversensing the atrial signal during a routine clinic check for the patient. Review of electrocardiogram showed frequent non-sustained ventricular tachycardia (nsvt) events stored due to oversensing of atrial signals. Battery status is noted to be less than six months until reaching elective replacement indicator (eri). Lead sensing and impedance measurements were normal. Technical services (ts) recommended consideration of ventricular sensitivity change to reduce storage of nsvt events. Ts discussed verbally with physician who requested changing sensitivity from 0.75 milli volts (mv) to 1mv. Physician will be reviewing battery status in another three months. This device remains in service and no adverse patient effects were reported.